Manufacturer narrative:
H10: g1 phone number (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed error code 1102 ((post) check vent: primary alarm failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) was servicing the device, and reported that the device was displaying error code 1102 ((post) check vent: primary alarm failed). The se determined that the issue was caused by a broken black wire on the primary speaker. The se noted that the repair required a replacement speaker assembly and power management (pm) board. The se replaced the speaker assembly and pm board, and the issue was resolved. The device met the specifications and was returned to use with no restrictions.